Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that customer got power error alarm (pump error 25). Customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done and the alarm was detected recurred within a week of troubleshooting previous occurrence. Customer reports pump has not been exposed to temperatures below 5 degree celsius. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.